Event description:
A sales representative reported that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. There was no reported patient impact/injury associated with the event.